Manufacturer narrative:
Manufacturer's report date 12/29/1997. The pump was received and was visually and functionally tested. The factory seal was scraped off, the case halves were slightly separated. The rear case was damaged and badly cracked. Channel b door sear was broken. Interior inspection determined the channel a pumping mechansim housing was broken and the mac tripped. Volume accuracy testing was performed: channel a overinfused by +119%, channel b passed. Engineering did duplicate the complaint. Hosp biomedical engineering reported the instrument had been dropped. The damaged channel a pumping mechanism caused intermittent free flow during the pumping cycle. The customer will be informed to refer to the operator's manual which warns that when an instrument is dropped, it should be checked by the customer's biomedical department prior to further use.